Event description:
On (B)(6) 2024, an eye care professional (ecp) in india advised that a patient (pt) experienced ¿inconvenience from the beginning¿ while wearing the acuvue® vita® brand contact lenses (cls). The ecp reported the pt was requested to use the lenses ¿for a time.¿ the pt tried the lenses but didn¿t ¿adopt,¿ returned two boxes to the ecp and wants to change cl brand. On 22may2024, a call was placed to the reporting ecp for additional information. The ecp reported that the pt experienced irritation, redness, ¿red rings around the cornea¿ and ¿infection¿ upon insertion of lenses in both eyes (ou) in (B)(6) 2023. The pt visited a doctor and was advised to stop wearing the lenses. The ecp could not provide the pt¿s diagnosis, or any treatment prescribed and reported no additional medical information was known at the time. The ecp reported the pt¿s eye condition was ¿slowly getting to normal.¿ on 23may2024, a call was placed to the reporting ecp who advised no additional information is known but will follow-up with the pt and send an email with any additional information. Later in the day on 23may2024, an email was received from the reporting ecp who reported the pt had a ¿simple bacterial infection.¿ additional calls were placed to the reporting ecp on 24may2024 and 28may2024 for additional medical information, but nothing additional has been received. No additional information has been received. No additional information is expected. The date of the pt¿s event is being recorded as 01dec2023 as the exact event date is unknown. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b0148vf was produced under normal conditions. The od suspect cls was discarded. No additional evaluation can be performed. This report is for the pt¿s od bacterial infection event. A separate report will be submitted for the pt¿s os bacterial infection event. If any further relevant information is received, a supplemental report will be filed if applicable.